Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient underwent a lead revision procedure, and this product was surgically abandoned and a new atrial lead was added. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.